Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed during review of controller log files which revealed a sys_uic_aps_fail was logged on (B)(4) 2015. Analysis of the device revealed that the device met specifications during testing. The controller fault could not be duplicated during bench testing. Heartware has opened an internal investigation to evaluate these reported events. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the vad administrator that the vad coordinator had to do a controller exchange due to an issue with the number one port not registering a power source after multiple attempts with different batteries. Additional information received via the dt2 study database reported that the patient was instructed to come to ER by vad coordinator due to battery alarms on his controller indicating that one battery was not connected. Upon arrival, controller was alarming to connect 2nd battery even though it was already connected. Controller was not receiving proper signal. It was decided to do a controller exchange. Patient was on stretcher, controller exchange was done successfully; patient was asymptomatic. New controller began to work immediately with speed set at 2500 rpms, flow was 3.5l/min and power was 2.9. Patient was given new back up controller with set speed at 2500 rpms and was discharged home.